Event description:
It was reported that the customer's insulin pump squirted out insulin during the priming process and she received a prime rewind alarm. The customer did not recall the insulin pump being dropped or bumped, but she did state it was dropped in water. The drive support cap was sticking out. The customer was advised to discontinue use and revert to a back-up plan. Her blood glucose was not known. Nothing further reported. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.